Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals which were oversensed and led to inappropriate anti-tachycardia pacing (atp) therapy. Low amplitude signals were noted. This device therapy zone durations were reprogrammed. Subsequent information was received; this rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.